Manufacturer narrative:
(B)(4). Summary of investigational findings: according to the reported information by the physician, the device performed as intended and did not contribute to the patient¿s death. In addition to this, the complaint event, rupture, is one of the addressed adverse events in the instruction for use of the complaint device. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: the patient expired two days after implant ((B)(6) 2015) due to aortic rupture. Additional information of 09feb2016: the physician contacted cook by phone on 09feb2016 to report the following information. The device did not malfunction. It worked as it should have and did not contribute to the patient's death. He confirmed that there was no sign of aneurysm on the interoperative angiogram. He also said that the autopsy confirmed that the patient died from the rupture of an existing aneurysm which was large and rupture prone. Patient outcome: the patient expired.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the patient expired two days after implant ((B)(6) 2015) due to aortic rupture. Patient outcome: the patient expired.

Manufacturer narrative:
(B)(4) investigation is still in progress.

Event description:
Description of event according to complainant: the patient expired two days after implant ((B)(6) 2015) due to aortic rupture. Additional information of 09feb2016: the physician contacted cook by phone on (B)(6) 2016 to report the following information. The device did not malfunction. It worked as it should have and did not contribute to the patient's death. He confirmed that there was no sign of aneurysm on the interoperative angiogram. He also said that the autopsy confirmed that the patient died from the rupture of an existing aneurysm which was large and rupture prone. Patient outcome: the patient expired.